Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) device stated this ICD device lasted only for one and a half year and it stopped working after. There were no available information obtained to identify the patient involved in this event and to confirm this issue. ICD device status was unknown. No additional adverse patient effects were reported.